Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during an arthroscopic capsular, instead of using the suction tube of the electrode, the surgeon chose a usual suction method. It was about the end of the procedure that the surgeon found two burns on the patient¿s outer acromion. One burn measured approximately 3cm x 4cm large, and the other burn looked a liner shape just like after liquid flowed on the skin. 1. Warmed reflux liquid might have kept dropping on the patient¿s skin. 2. He has applied the same surgical technique applied in his past surgeries which had no issue. 3. He evaluated severity of the event as ¿mild to medium.¿ the electrode was received and evaluated in juarez laboratory. The cable and connector showed no damage including the pins; also, the electrode tip shows signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. Finally, it was identified that the suction tube have a blockage, which looks like a glue in the tubing. It was suggested that inspection had ¿identified that the suction tube have a blockage, which looks like a glue in the tubing¿; this condition was reviewed with the customer and only there was some small droplets of residual fluid within the tube. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. Also, the active tip of device shows signs of activation and some scuffs on the ceramic and return cap. Finally, no visible damage on handle or cable. A DHR review has been performed for lot: u2012057; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation no containment action related to the individual complaint is recommended. In summary the customer reported that they had ¿found two burns on patient¿s outer acromion¿. The customer did not highlight any specific problem with the function of the device, although it was also stated that, ¿instead of using the suction tube of the electrode, the surgeon chose a usual suction method. Unfortunately, the ¿usual¿ suction method is unknown. On receiving the device, no sections of tube appeared to have blockages representative of glue deposits. There was some small droplets of residual fluid within the tube, although these did not look substantial enough to have caused a blockage. The device passed all electrical and functional tests, including suction flow test. The small residual fluid droplets seen in the suction tube are not uv glue and would not have contributed to the performance of the device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic capsular release procedure on (B)(6) 2021 treating shoulder contracture, it was observed that the patient had two burns on the patient¿s outer acromion while using a vapr tripolar 90 suction electrode device with the vapr vue system. According to the report, the surgeon applied vapr vue system under default setting for releasing and isolating the articular capsule. Instead of using the suction tube of the electrode, the surgeon chose a usual suction method. Surgeon evaluated severity of the event as ¿mild to medium.¿ the procedure was completed without surgical delay. The postoperative patient¿s status was stable. No additional information was provided. The device was brand new and its first use when the issue occurred.